Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, multiple episodes of non-sustained rv oversensing were observed. Review of the egm noted patient appeared to have bigeminal rhythm. Dramatic changes in sensing were also noted. Further assessment on the lead was recommended. Patient later received inappropriate therapies for double counting when patient was in the hospital for unrelated medical condition. Diagnostic imaging revealed lead dislodgement. The lead was explanted and replaced. Patient was in good condition post-procedure and will be followed-up normally.